Manufacturer narrative:
UDI = (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl+ had issues with the therapy cable. There is no indication of patient involvement.